Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent evaluated the device and verified the reported issue. The third-party service agent replaced the system controller pcb assembly and the user interface pcb assembly. Proper device operation was then confirmed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
It was reported to physio-control that the customer's would not complete a boot cycle. The device showed a white screen after power on, which is indicative for a device lock-up. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the removed system controller pcb assembly and user interface pcb assembly. No discrepancies were observed for the system controller pcb assembly. Physio determined that the cause of the reported issue was due to an integrated circuit (ic) chip, designator u2 on the user interface pcb assembly being thermally sensitive. This ic chip, designator u2 on the user interface pcb assembly being thermally sensitive caused the device to lock up with a white screen at boot-up.